Manufacturer narrative:
Device received with cracked battery tube threads. Device received with broken reservoir tube lip. Device received with cracked case at reservoir tube window corner. Insulin pump received with missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube.

Event description:
Customer reported via phone call that the reservoir would not lock in the device. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.